Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information from a healthcare professional (hcp) that the patient with this device had a syncopal episode. The hcp wanted to have the device checked. Boston scientific technical services (ts) was contacted and sent a page to a field representative for a follow up visit. No additional adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information from the hospital on this particular event have not been successful. Our records indicate that this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.